Manufacturer narrative:
It was reported we are observing that lint is shedding from the towels onto the sterile field during procedure. No issue to the patient. Manager notified. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Blue towel lint.